Event description:
New information received: lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net, noise was observed on the ra lead. Lead impedance was lowering. Patient will be brought into clinic for further testing. No further information available.

Manufacturer narrative:
A partial lead with the lead tip measuring 13.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.